Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarms. The customer¿s blood glucose level was unknown. The customer states were wearing a pump in pool and started getting a critical error after drying off drying off and the pump was still beeping. The customer she did not see the option to clear the alarm. The troubleshooting was performed for pump error alarm and noticed customer received pump error alarm as well as they are not able to rewind the pump. Advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to critical pump error and unable to download. Pump received with critical pump error and unable to download due to moisture damage on the electronic assembly. Unable to verify pump error 35 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Pump received with scratched case, pillowing keypad overlay, cracked retainer, cracked case behind the pump at the battery compartment and minor scratched lcd window.